Event description:
Initial reporter indicated that they were doing surgery for battery change and received 7/limit/high on a systems test. It was asked by manufacturer for the site to get the test resistor pin that was in the same package as the new generator, remove the generator from the patient's lead and insert the test resistor. The site made sure that they inserted the test resistor pin and used the hex screw driver to make sure it was properly inserted, the hex screwdriver clicked twice. The manufacturer then had them re-interrogate the generator and run generator diagnostics. The generator diagnostics resulted in high impedance. The site reported that a screen popped up on the handheld that said the generator was not delivering programmed current and to make sure the test resistor was properly inserted. The site reported that they clicked proceed and the impedance read "high". It was confirmed that the test resistor pin was fully inserted. The generator is at the manufacturer pending completion of product analysis. Manufacture addressed the high lead impedance event.